Manufacturer narrative:
Additional info has not been provided and an investigation into the reported event cannot be performed with the limited info provided. Additionally, no contact info or hosp name was supplied. Nasrin mirsaidi, cdrh, contacted the reporter to request additional info. However, to date, no additional info has been provided and ms. Mirsaidi indicated that we may close the report due to insufficient info. If additional info is provided, the additional info and any investigation findings will be reported in a follow-up report. Manufacturer completed sections a,b,c,d,e,g, and h. This report is closed, unless otherwise specified.

Event description:
According to a voluntary medwatch report (report # mw1038247) submitted to the FDA and subsequently forwarded to cryolife, bioglue was utilized in an unk surgical procedure. The pt experienced erythema, "bronchospasm, flushing, air hunger immediately after product use," was intubated, and was transferred to an external facility for ECMO. No additional details were provided in the report.